Event description:
It was reported by the customer that post implant an realize adjustable band, during an adjustment the port could not be accessed. The port was noted to be flipped. The patient had four fills and it was on the fifth adjustment that the port was determined to be flipped. The device was replaced with no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.